Manufacturer narrative:
(B)(4). The device was implanted and not available for return. No device history review was performed as lot number was not unable to be ascertained. Based on the information received the issue was possibly caused by misplacement of the clip as a result of anatomical/human factor issues. Unable to confirm complaint.

Event description:
It was reported that the patient who had underwent left-sided ablation and placement of a pro140 on the laa three weeks prior, returned for right-sided ablation. Upon performing a tee it was observed that there was a clot in the left atrial appendage. The patient was put on bypass, the clot was retrieved, right-sided ablation was performed and the laa was oversewed. It was noted that the pro140 clip had not been placed at the base of the laa allowing for continued flow and possibly contributing to the reported issue.